Manufacturer narrative:
(B)(4). Date sent: 12/16/2024. D4 batch #: a9e68u. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (B)(4) is not available. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the handpiece was received with the end cap dislodged from the housing. Additionally, it was received with the 6-32 stud bent. No functional testing could be performed due to the device receiving condition. Due to the condition of the returned device, we have not been able to further investigate the reported issue. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be drawn as to what caused the end cap to dislodge. However, it is recommended to use the disposable torque wrench to loose the disposable device from the handpiece. It is possible that the stud got damaged as a result of dropping it. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap colon procedure the ¿instrument not compatible¿ alert screen was displayed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.